Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the lower extremity. The filter of an accunet embolic protection system came undone from the frame. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported net/membrane separation was confirmed. The resistance with the guiding sheath was unable to be confirmed due to the condition of the returned unit. The indications section of the rx accunet instruction for use states: the rx accunet embolic protection system (emp) is indicated for use in patients undergoing percutaneous interventional procedures in carotid arteries. In this case, it could not be determined if using the accunet to treat a lesion in the lower extremity contributed to the difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to case circumstances. It is likely that the resistance during advancement occurred due to attempting to advance the rx accunet eps and the atherectomy system next to each other within the same guiding sheath. As a result, resistance was encountered and the devices ultimately became stuck together. The accunet eps and the atherectomy system were removed together as a single unit; however, resistance was felt and the accunet eps became damaged. The net/membrane was returned detached from the obturator and support structure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received stating: it was reported that resistance was met with the accunet embolic protection system (eps) while being advanced next to the non-coated guide wire in the atherectomy system. The accunet eps and the atherectomy system were removed together as a single unit through the guiding sheath because they were stuck together. A little resistance was felt when removing the accunet eps through the sheath. The accunet eps became damaged during removal through the guiding sheath. The net/membrane was returned detached from the obturator and support structure. The accunet eps was inside the guiding sheath when the net separation occurred and therefore no additional intervention to remove the separated net was needed. The patient is doing well. No additional information was provided.